Event description:
It was reported that the left ventricular (lv) lead was explanted as there was no program that would prevent the lead from muscle stimulation while the lead was capturing. Per the field, this issue was due to patient anatomy. The lead was replaced. No additional adverse patient effects were reported. The lead remains in hospital possession.